Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder ("an autoimmune reaction") and angina pectoris ("heart pain") in a 29-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, difficulty in walking, abdominal pain, abdominal pain lower, nausea and vomiting. Concomitant products included atropine sulfate;hyoscine hydrobromide;hyoscyamine sulfate;phenobarbital (connatal)(B)(6) 2007 to (B)(6) 2007, fluticasone propionate (flovent) since 2002, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2007 to (B)(6) 2007, ibuprofen (motrin), promethazine from (B)(6) 2007 to (B)(6) 2007 and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 20 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced gastritis ("gastrointestinal condition or digestive system condition: gastritis"). In 2007, the patient was found to have hormone level abnormal ("hormonal changes") and experienced hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bladder disorder ("bladder problem"). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), poor dental condition ("dental problems: poor dentition"), hypertension ("blood or heart disorder/condition type: hypertension"), cardiac valve disease ("blood or heart disorder/condition type:valvular problems") and pruritus ("rashes or skin conditions type: itching") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), skin disorder ("skin disorder"), urinary tract disorder ("urinary tract disorder"), blood disorder ("blood disorder"), nervous system disorder ("neurological condition or problems"), visual impairment ("vision problem"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), palpitations ("heart racing"), pain in extremity ("leg pain"), swelling ("body sweeling up"), back pain ("uppar and lower back pain"), bladder pain ("blatter pain"), pain ("pain all over body"), abdominal pain ("abdominal pain") and urinary incontinence ("blatter weak"). The patient was treated with nsaids and surgery (bilateral salpingectomy, ablation and underwent a removal of the device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menorrhagia, autoimmune disorder, menstrual disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, nausea, poor dental condition, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastritis, alopecia, back pain, depression, anxiety, hypertension, cardiac valve disease, pruritus and gastrooesophageal reflux disease outcome was unknown, the pelvic pain had not resolved and the angina pectoris, abdominal pain upper, palpitations, pain in extremity, swelling, bladder pain, pain, abdominal pain and urinary incontinence was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, angina pectoris, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood disorder, cardiac valve disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, pelvic pain, poor dental condition, pruritus, rash, skin disorder, swelling, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the number of trailing coils in the endometrial canal were three on each side quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events per pfs: gastrooesophageal reflux disease, blatter weak and abdominal pain. Concomitant medication added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder ("an autoimmune reaction") and angina pectoris ("heart pain") in a 29-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included asthma, difficulty in walking, abdominal pain, abdominal pain lower, nausea, vomiting and overweight. Concomitant products included atropine sulfate;hyoscine hydrobromide;hyoscyamine sulfate;phenobarbital (donnatal)(B)(6)2007 to (B)(6)2007, fluticasone propionate (flovent) since 2002, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6)2007 to (B)(6)2007, promethazine from (B)(6)2007 to (B)(6)2007 and salbutamol (albuterol). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2007, the patient experienced migraine ("migraines") and headache ("headaches"), 20 days after insertion of essure (ess205). On (B)(6)2007, the patient experienced nausea ("nausea") and gastritis ("gastrointestinal condition or digestive system condition: gastritis"). In 2007, the patient was found to have hormone level abnormal ("hormonal changes") and experienced hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bladder disorder ("bladder problem"). On (B)(6)2017, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), poor dental condition ("dental problems: poor dentition"), hypertension ("blood or heart disorder/condition type: hypertension"), cardiac valve disease ("blood or heart disorder/condition type:valvular problems") and pruritus ("rashes or skin conditions type: itching") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), skin disorder ("skin disorder"), bladder pain ("bladder pain"), blood disorder ("blood disorder"), urinary tract disorder ("urinary tract disorder"), nervous system disorder ("neurological condition or problems"), visual impairment ("vision problem"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), palpitations ("heart racing"), pain in extremity ("leg pain"), swelling ("body swelling up"), back pain ("upper and lower back pain"), pain ("pain all over body"), abdominal pain ("abdominal pain") and urinary incontinence ("bladder weak"). The patient was treated with nsaids and surgery (bilateral salpingectomy, ablation and underwent removal of the device). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the uterine perforation, device dislocation, menorrhagia, autoimmune disorder, menstrual disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, blood disorder, urinary tract disorder, migraine, headache, nausea, poor dental condition, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastritis, alopecia, back pain, depression, anxiety, hypertension, cardiac valve disease, pruritus and gastrooesophageal reflux disease outcome was unknown, the pelvic pain had not resolved and the angina pectoris, bladder pain, abdominal pain upper, palpitations, pain in extremity, swelling, pain, abdominal pain and urinary incontinence was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, angina pectoris, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood disorder, cardiac valve disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, pelvic pain, poor dental condition, pruritus, rash, skin disorder, swelling, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the number of trailing coils in the endometrial canal were three on each side approximate weight at time of essure placement: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received : new event of device monitoring procedure not confirmed was added. Event onset date of nausea was added. Concomitant condition was added. Patient 's weight was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder ("an autoimmune reaction") and angina pectoris ("heart pain") in a 29-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, difficulty in walking, abdominal pain, abdominal pain lower, nausea and vomiting. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), rash ("rash"), skin disorder ("skin disorder"), urinary tract disorder ("urinary tract disorder"), blood disorder ("blood disorder"), nausea ("nausea"), nervous system disorder ("neurological condition or problems "), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal condition"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), palpitations ("heart racing"), pain in extremity ("leg pain"), swelling ("body sweeling up"), back pain ("uppar and lower back pain") and urinary incontinence ("blatter pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (underwent a removal of the device) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menorrhagia, autoimmune disorder, menstrual disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, alopecia and back pain outcome was unknown and the pelvic pain, angina pectoris, abdominal pain upper, palpitations, pain in extremity, swelling and urinary incontinence had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, angina pectoris, autoimmune disorder, back pain, bladder disorder, blood disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pain in extremity, palpitations, pelvic pain, rash, skin disorder, swelling, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the number of trailing coils in the endometrial canal were three on each side most recent follow-up information incorporated above includes: on 12-apr-2018: pfs+mr received, reproter added, patient concomitant condition added, concomiatnt drug added, lot number added ,events added as :- hormonal changes describe, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: allergic, infection (bladder/urinary tract/vaginal:, rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition:, migration of essure device, nausea, dental problems, neurological conditions or problems:, nickel allergy, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems:, fatigue, perforation (uterus), weight gain, gastrointestinal or digestive system condition, hair loss, stomach pain, uterine pain, leg pain, heart pain, heart racing, body swelling up, uppar and lower back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder ("an autoimmune reaction") and angina pectoris ("heart pain") in a 29-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, difficulty in walking, abdominal pain, abdominal pain lower, nausea and vomiting. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). On 29-mar-2007, the patient had essure (ess205) inserted. In april 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On 18-apr-2007, 20 days after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). On 19-apr-2007, the patient experienced gastritis ("gastrointestinal condition or digestive system condition: gastritis"). In 2007, the patient experienced hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bladder disorder ("bladder problem"). On 1-aug-2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), poor dental condition ("dental problems: poor dentition"), weight increased ("weight gain"), hypertension ("blood or heart disorder/condition type: hypertension"), cardiac valve disease ("blood or heart disorder/condition type:valvular problems") and pruritus ("rashes or skin conditions type: itching"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), skin disorder ("skin disorder"), urinary tract disorder ("urinary tract disorder"), blood disorder ("blood disorder"), nervous system disorder ("neurological condition or problems"), visual impairment ("vision problem"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), palpitations ("heart racing"), pain in extremity ("leg pain"), swelling ("body sweeling up"), back pain ("uppar and lower back pain"), bladder pain ("blatter pain") and pain ("pain all over body"). The patient was treated with nsaid's, surgery (bilateral salpingectomy), surgery (underwent a removal of the device) and surgery (ablation). Essure (ess205) was removed on 1-aug-2017. At the time of the report, the uterine perforation, device dislocation, menorrhagia, autoimmune disorder, menstrual disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, nausea, poor dental condition, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastritis, alopecia, back pain, depression, anxiety, hypertension, cardiac valve disease and pruritus outcome was unknown, the pelvic pain had not resolved and the angina pectoris, abdominal pain upper, palpitations, pain in extremity, swelling, bladder pain and pain was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, angina pectoris, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood disorder, cardiac valve disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, pelvic pain, poor dental condition, pruritus, rash, skin disorder, swelling, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the number of trailing coils in the endometrial canal were three on each side quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received " blood or heart disorder/condition type: hypertension, valvular problems, itching, gastritis, poor dentition" were added. Patient and product information added. Outcome of event " heart pain and racing, body swelling, blatter weak, stomach pain, leg pain" were updated as recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder ("an autoimmune reaction") and angina pectoris ("heart pain") in a 29-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, difficulty in walking, abdominal pain, abdominal pain lower, nausea and vomiting. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). In 2007, the patient experienced hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), skin disorder ("skin disorder"), urinary tract disorder ("urinary tract disorder"), blood disorder ("blood disorder"), nervous system disorder ("neurological condition or problems "), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal condition"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), palpitations ("heart racing"), pain in extremity ("leg pain"), swelling ("body swelling up"), back pain ("upper and lower back pain"), bladder pain ("blatter pain") and pain ("pain all over body"). The patient was treated with nsaid's, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (underwent a removal of the device) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menorrhagia, autoimmune disorder, menstrual disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, alopecia, back pain, depression and anxiety outcome was unknown, the pelvic pain, angina pectoris, abdominal pain upper, palpitations, pain in extremity, swelling and bladder pain had not resolved and the pain was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, angina pectoris, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, pelvic pain, rash, skin disorder, swelling, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the number of trailing coils in the endometrial canal were three on each side quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('migration of essure device'), pelvic pain ('persistent pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included asthma, difficulty in walking, abdominal pain, abdominal pain lower, nausea, vomiting and overweight. Concomitant products included atropine sulfate;hyoscine hydrobromide;hyoscyamine sulfate;phenobarbital (donnatal)(B)(6) 2007 to (B)(6) 2007, fluticasone propionate (flovent) since 2002, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2007 to (B)(6) 2007, promethazine from (B)(6) 2007 to (B)(6) 2007 and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 20 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced nausea ("nausea") and gastritis ("gastrointestinal condition or digestive system condition: gastritis"). In 2007, the patient was found to have hormone level abnormal ("hormonal changes") and experienced hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bladder disorder ("bladder problem"). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), poor dental condition ("dental problems: poor dentition"), hypertension ("blood or heart disorder/condition type: hypertension"), cardiac valve disease ("blood or heart disorder/condition type:valvular problems") and pruritus ("rashes or skin conditions type: itching") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("an autoimmune reaction"), angina pectoris ("heart pain"), menstrual disorder ("menstrual bleeding"), skin disorder ("skin disorder"), bladder pain ("bladder pain"), blood disorder ("blood disorder"), urinary tract disorder ("urinary tract disorder"), nervous system disorder ("neurological condition or problems"), visual impairment ("vision problem"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), palpitations ("heart racing"), pain in extremity ("leg pain"), swelling ("body sweeling up"), back pain ("uppar and lower back pain"), pain ("pain all over body"), abdominal pain ("abdominal pain") and urinary incontinence ("bladder weak"). The patient was treated with nsaids and surgery (bilateral salpingectomy, ablation and underwent removal of the device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menorrhagia, autoimmune disorder, menstrual disorder, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, skin disorder, bladder disorder, blood disorder, urinary tract disorder, migraine, headache, nausea, poor dental condition, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastritis, alopecia, back pain, depression, anxiety, hypertension, cardiac valve disease, pruritus and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, vaginal haemorrhage and rash had resolved and the angina pectoris, bladder pain, abdominal pain upper, palpitations, pain in extremity, swelling, pain, abdominal pain and urinary incontinence was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, angina pectoris, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood disorder, cardiac valve disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, pelvic pain, poor dental condition, pruritus, rash, skin disorder, swelling, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the number of trailing coils in the endometrial canal were three on each side approximate weight at time of essure placement: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Added outcome for event abnormal bleeding (vaginal), pelvic pain and rash to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('migration of essure device'), pelvic pain ('persistent pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included asthma, difficulty in walking, abdominal pain, abdominal pain lower, nausea, vomiting and overweight. Concomitant products included atropine sulfate;hyoscine hydrobromide;hyoscyamine sulfate;phenobarbital (donnatal) (B)(6) 2007 to (B)(6) 2007, fluticasone propionate (flovent) since 2002, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2007 to (B)(6) 2007, promethazine from (B)(6) 2007 to (B)(6) 2007 and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 20 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced nausea ("nausea") and gastritis ("gastrointestinal condition or digestive system condition: gastritis"). In 2007, the patient was found to have hormone level abnormal ("hormonal changes") and experienced hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bladder disorder ("bladder problem"). On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), poor dental condition ("dental problems: poor dentition"), hypertension ("blood or heart disorder/condition type: hypertension"), cardiac valve disease ("blood or heart disorder/condition type:valvular problems") and pruritus ("rashes or skin conditions type: itching") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("an autoimmune reaction"), angina pectoris ("heart pain"), menstrual disorder ("menstrual bleeding"), skin disorder ("skin disorder"), bladder pain ("bladder pain"), blood disorder ("blood disorder"), urinary tract disorder ("urinary tract disorder"), nervous system disorder ("neurological condition or problems"), visual impairment ("vision problem"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), palpitations ("heart racing"), pain in extremity ("leg pain"), swelling ("body sweeling up"), back pain ("uppar and lower back pain"), pain ("pain all over body"), abdominal pain ("abdominal pain") and urinary incontinence ("bladder weak"). The patient was treated with nsaids and surgery (bilateral salpingectomy, ablation and underwent removal of the device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menorrhagia, autoimmune disorder, menstrual disorder, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, skin disorder, bladder disorder, blood disorder, urinary tract disorder, migraine, headache, nausea, poor dental condition, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastritis, alopecia, back pain, depression, anxiety, hypertension, cardiac valve disease, pruritus and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, vaginal haemorrhage and rash had resolved and the angina pectoris, bladder pain, abdominal pain upper, palpitations, pain in extremity, swelling, pain, abdominal pain and urinary incontinence was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, angina pectoris, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood disorder, cardiac valve disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, pelvic pain, poor dental condition, pruritus, rash, skin disorder, swelling, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the number of trailing coils in the endometrial canal were three on each side approximate weight at time of essure placement: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder ("an autoimmune reaction") and angina pectoris ("heart pain") in a 29-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, difficulty in walking, abdominal pain, abdominal pain lower, nausea and vomiting. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). In 2007, the patient experienced hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), skin disorder ("skin disorder"), urinary tract disorder ("urinary tract disorder"), blood disorder ("blood disorder"), nervous system disorder ("neurological condition or problems "), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal condition"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), palpitations ("heart racing"), pain in extremity ("leg pain"), swelling ("body sweeling up"), back pain ("uppar and lower back pain"), bladder pain ("blatter pain") and pain ("pain all over body"). The patient was treated with nsaid's, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (underwent a removal of the device) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menorrhagia, autoimmune disorder, menstrual disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, alopecia, back pain, depression and anxiety outcome was unknown, the pelvic pain, angina pectoris, abdominal pain upper, palpitations, pain in extremity, swelling and bladder pain had not resolved and the pain was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, angina pectoris, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pain, pain in extremity, palpitations, pelvic pain, rash, skin disorder, swelling, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the number of trailing coils in the endometrial canal were three on each side most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received. Event added: depression, mental anguish, pain all over body. Event outcome and onset date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("an autoimmune reaction") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("an allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a removal of the device). Essure (ess205) was removed. At the time of the report, the pelvic pain had not resolved and the autoimmune disorder, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, hypersensitivity, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.